Event description:
It was reported that water was difficult to remove from the foley catheter. It was stated that the water removal was difficult during a pretest. But, since the water was able to remove by suction, the catheter was placed on the patient. However, the user was worried, so attempted the catheter removal to manage to drain the water out. Also at that time, the water removal from the balloon was difficult.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water was difficult to remove from the foley catheter. It was stated that the water removal was difficult during a pretest. But, since the water was able to remove by suction, the catheter was placed on the patient. However, the user was worried, so attempted the catheter removal to manage to drain the water out. Also at that time, the water removal from the balloon was difficult.